Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Common device name: drug eluting permanent right ventricular (rv) or right atrial (ra) pacemaker electrodes the product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
This supplemental report is being filed because coding was added.

Manufacturer narrative:
Common device name: drug eluting permanent right ventricular (rv) or right atrial (ra) pacemaker electrodes. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation was confirmed with observation of insulation damage (abrasion) most likely due to lead-on-lead contact.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. This rv lead was explanted. No additional adverse patient effects were reported.